Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to resolve the occlusion alarm. The customer's blood glucose (bg) level was in the 300 mg/dl range and metformin was administered to address the bg level. Tandem technical support educated the customer in regards to occlusion alarms. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.